Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a crack in the pressure sensing disk area was confirmed during a visual examination of the investigation. Damaged area, consisting of a crack, was identified in the pressure sensing disk tubing guide area. A buildup of white dried residue was also observed while examining the crack region. Evidence of impact marks were noted on the lower left and lower right areas of the pressure sensing disk, believed to have caused the customer¿s experience resulting to the crack on the component. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported they noticed a crack in the pressure disk area during pm. The cracked being located in the middle. They stated there are multiple units that have this crack. There was no patient involvement.